Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized three weeks ago for low blood glucose levels. Her blood glucose at the time of hospital admission was 46 mg/dl. The customer believes that the cause of her low blood glucose was her recent surgeries since she has a pacemaker. The customer was advised to speak with her health care provider regarding the low blood glucose, and to monitor the pump and call back if issues persist. No products were returned and an infusion set and belt clip were shipped to the customer.